Event description:
It was reported the patient had a loss of therapeutic effect. The return of urge and stress incontinence were reported as symptoms. The patient's device was reprogrammed on (B)(6) 2012. Low impedances were measured, and amplitude was high. The event was reported as ongoing. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v330974. Product type: lead. (B)(4).

Event description:
Additional information received reported that the device was explanted.